Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral component. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a painful tk with a disengaged screw on x-ray. Plan was to replace insert but upon inspection, baseplate and fem implants were found to be loose. Tibial insert post was also found to be broken.